Event description:
It was reported by the customer that before use cs300 intra-aortic balloon pump (iabp) showing autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) evaluated the unit and observed power supply assembly fuse getting blown off intermittently. Found a compressor generating vacuum around -480 mmhg, problem suspected with the compressor motor. Need to check with the working one. Put the another working compressor in that breakdown machine and observed it. The compressor was running and a vacuum was also being created. Also fuse not blown after compressor replacement. Observe the machine more than 3hrs. No any error found in machine. Problem suspected with motor compressor assembly. It need to be replace. Quotation will be submitted. The device not yet repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.